Manufacturer narrative:
The explanted products were expected to be returned for disposal. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was hospitalized due to an infection. It was reported the superior incision of the electrode was draining pus. The patient likely was treated with intravenous antibiotics while hospitalized. The device and electrode were later explanted. No additional adverse patient effects were reported.